Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. Reportedly, patient received an occlusion alarm during the night. Patient was able to complete prime step successfully. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed multiple occurrences of occlusion alarm with high force sensor readings. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. Force sensor readings were within specifications. The investigation confirmed the reported occlusion alarm but was unable to duplicate the reported issue.